Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device was not working. The device's system pca were replaced to address the issue.